Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the reprocessor had the purple connectors e1 and e2 stripped and unable to connect during reprocessing. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
Additional information: e1 (country code was blank on the initial USA**) h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.